Event description:
It was reported that the customer had an MRI and the insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind as a result of a motor encoder signal being out of phase. The device received with cracked case at the display window corner, cracked reservoir tube lip, scratched screen, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.